Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The cleaning, disinfection, and sterilization of the scope was performed by the customer as follows: the instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around elevator were brushed with a diagmed mini-pull through and digmed stubby brush. Manual disinfection was not performed. Isis aer iso 78 was used as the automatic endoscope reprocessor (aer) along with itercept plus detergent and tph5358 single shot base & additive disinfectant. The aer¿s disinfection process program was used according to the aer manufacturer¿s recommendation. The endoscope was stored hanging vertically in a labcaire endoscope storage cabinet. The endoscope was not sterilized. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation and the inability to confirm the complaint, the relationship between the event and the subject scope could not be specified. The scope has not been returned. Three documented attempts were performed to obtain additional information, but no response was received from the customer. If additional information is obtained at a later date, a supplemental report will be submitted. Reprocessing information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation and the investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus the subject device was cultured and positive for klebsiella pneumoniae. The customer also stated two (2) patients have tested positive for pseudomonas. The customer is performing their own investigation to determine, if any, relationship between the subject device and the patient infections. Requests for additional information are in progress. Patient identifier (B)(6) (complaint 1 of 3) is for patient 1 of 2 with pseudomonas infection. Patient identifier (B)(6) (complaint 2 of 3) is for patient 2 of 2 with pseudomonas infection. Patient identifier (B)(6) (complaint 3 of 3) for the subject device and suspected contamination with klebsiella pneumoniae. This report is for patient identifier (B)(6) (complaint 2 of 3) is for patient 2 of 2 with pseudomonas infection.